Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under general anesthesia. Magnetic resonance imaging (MRI) showed a rectal wall infiltration with a very deep muscle layer invasion. Most of the gel was between the bladder, seminal vesicle and the rectum. There was little separation at the base or mid-gland of the apex. There were no patient complications reported as a result of this event. The patient's radiation therapy has been delayed, until the spaceoar gel dissolves.